Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed during functional testing. The fault was found to be due to the defective processor board. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged top cover, front and bottom enclosures, and bent battery lock were noted. The top cover, front and bottom enclosures, and bent battery lock were replaced to address the issue. The autopulse platform is a reusable device and was manufactured in october 2007 and is 11 years old. It has exceeded its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. Data archive could not be recovered for review. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel, thus confirming the customer complaint. In addition, unrelated to the reported complaint, the brake gap being out of specification and the gap cannot be readjusted. A replacement of the drivetrain motor is required to remedy the problem. The load cell characterization test was performed and confirmed load cell is defective. The load cell was replaced to address the issue. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial number (B)(4). (B)(4), reported on dec 21, 2011. The processor board was replaced to remedy the issue.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed " system error, out of service, revert to manual CPR" error message. No patient involvement.